Event description:
It was reported that during routine inspection cardiosave intra-aortic balloon pump (iabp) could not charge. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (investigation findings, type of investigation, investigation conclusions), h11. Corrected field: e1 (event site telephone). A getinge field service engineer (fse) evaluated the unit but was unable to reproduce the reported malfunction. The unit passed all performance and safety tests according to factory specifications. The iabp was returned to the customer and cleared for clinical use.